Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with complaints related to infection. The system was explanted. The patient's condition was fine post procedure.